Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. A mechanical realignment of the automatic/manual micro-switch was made. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the bellows is not working randomly when switched from manual ventilation to automatic ventilation. There was no report of patient involvement.